Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Review of the logfile shows the adu ¿stator connection problem¿. Upon troubleshooting, the philips remote service engineer (fse) checked the system logfile remotely and found that the adu was not functioning properly and requested onsite support. The philips field service engineer (fse) went onsite, checked rotor cable resistance on the adu side and found that one of the three cables showed no resistance. On further troubleshooting, fse opened the tube cover and found a slightly loose connector. To resolve the issue, the fse tightened the connections. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.